Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Manufacturer narrative:
During the device evaluation, the cause of the reported complaint could not be determined. Several factors could cause failures for bur breaks including, user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The device was not returned to the user facility, as it was scrapped by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.